Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a burn on the forceps elevator. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the presumed cause is traced to component failure. It is presumed that this incident occurred because the high-frequency treatment device was used without maintaining sufficient distance from the tip. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.